Event description:
The iab would not inflate. On 9/17/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: unk - rpt'd 3/7/97. Pt current status: unk - rpt'd 3/7/97.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.